Event description:
The complainant alleged that during routine testing by a biomed the device displayed a "defib fault 78" messsage and shut down after 7 successive shocks into an analyzer. The complainant indicated there was no pt involvement with this reported malfunction.